Manufacturer narrative:
Other applicable components are: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 22-mar-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine (10mg/ml) and bupivacaine (10mg/ml) at unknown doses via intrathecal drug delivery pump. The indication for use was not noted. It was reported that there was a loss of efficacy, per the patient. No environmental, external, or patient factors were reported to have caused this issue. A dye study was done stating a questionable leak from the pump attach site. The hcp replaced the pump segment of the catheter without fail on (B)(6) 2018. The issue was said to be resolved and the patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the initial loss of efficacy was unknown. The cause of the leak was also unknown. There were no further complications reported at this time.